Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a cp support ongoing when on day 17 of the support the team performed neuro imaging in the CT (computed tomography) suite and diagnosed a cerebral bleed. The pump remained on for support for 3 more days when pump explanted as patient expired from being made a dnr. The cerebral harm is reportable, but the death will be closed as unrelated. The patient was made a dnr which is the cause of death.

Manufacturer narrative:
The investigation for the reported stroke/cva has been completed. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the stroke/cva could not be determined. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise. Corrected information for the initial MFR 1220648-2023-05143 was provided in sections b2, b5, d6a, d6b, h1, h3, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.